Event description:
It was reported that at the time of the procedure, the procedure room had to be changed. When preparation was complete and at the start of induction, a water leak from the laser console was observed. Once the patient had been sedated, the biomedical engineer advised not using the laser to avoid the risk of overheating. The procedure was cancelled despite the patient undergoing a nephrostomy. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the time of the procedure the procedure room had to be changed. When preparation was complete and at the start of induction, a water leak from the laser console was observed. Once the patient had been sedated, the biomedical engineer advised not using the laser to avoid the risk of overheating. The procedure was cancelled despite the patient undergoing a nephrostomy. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.